Event description:
On (B)(6) 2014, the distributer contacted animas stating the up/down arrow and ok keypad buttons were unresponsive. It was noted that the keypad was damaged. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:there was no visible damage found to the keypad button cover. The keypad buttons were found to be responsive to button presses and had normal spring back and click. The keypad cover was removed; no contamination was found under the button key contacts. No damage or contamination was found with the keypad flex or the connector. Unrelated to the complaint, a hole was found in the bolus button cover; the bolus button was found to be responsive to button presses. The reported unresponsive keypad was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.